Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The customer did not know the blood glucose reading. He attempted to resolve the issue by replacing the battery and received a battery out limit. No significant events leading to the alarm were observed. The customer stated that prior to the keypad issues, he had been at a batting cage and was sweating; he was unsure of whether the insulin pump had been exposed to sweat. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.